Event description:
It was reported that several weeks post implant, the device had migrated in the pocket. The physician re-implanted the device in a new location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.